Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, the pump sound worked properly. Sound volume was tested and found to be within specification. The pump was opened and no evidence of moisture was observed inside. The complaint of quiet sounds was not duplicated. Unrelated to the complaint, the of the audio bolus button was found to be intermittently responsive. The bolus button was slug was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.